Event description:
Letter was received from the FDA regarding a report from a patient implanted with the charite disc. Patient reported having charite implanted in (B)(6) 2005 at l4/l5 and l2/l3. Since implant, the patient reports the l4/l5 disc has become dislodged and is protruding and it appears that the cushion material is dissolving causing chronic pain and nerve damage. There have also been problems with metal prongs staying in place, which is causing the protrusion. As a result, the disc will need to be removed and fusion surgery performed. Patient reports having chronic pain since approx two years after the implantation. To date, no revision has been done. (B)(4).

Manufacturer narrative:
No definitive conclusions can be made at this time. Device remains in vivo and no images provided. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device. Remains in vivo.